Event description:
Physician successfully deployed 1 resolute integrity drug-eluting stent to a lesion in the lad ¿ lm with 70% stenosis and little calcification. Lesion had not been pre-dilated. Post-dilatation was carried out with nc sprinter. Stent apposition was studied by ivus. Kissing balloon technique was then performed in order to ¿re-open¿ ostial lcx. After that, stent deformation of proximal stent was found. Another resolute integrity stent was deployed at lm to cover the deformed proximal stent after dilatations with several balloons.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 70% stenosis and little calcification. Caused by another device ¿ (deformation not evident prior to use of kbt and no damage to device prior to use); (no results available since no evaluation performed) - device or procedural images not provided for review; no device return. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 70% stenosis and little calcification. 22 inherent risk of procedure ¿ (deformation); caused by another device - (deformation not evident prior to use of kbt and no damage to device prior to use); no device return. (B)(4).